Event description:
The customer reported that the device had an error message of "probably processor board defective". No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.